Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced cannula breaking off (patient or non patient end) or pulls out. The following information was provided by the initial reporter. The customer stated: the user reported that the needle npe was bent.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-10-21 h6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and a bent non patient end cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the device experienced cannula breaking off (patient or non patient end) or pulls out. The following information was provided by the initial reporter. The customer stated: the user reported that the needle npe was bent.